Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: date of onset of symptoms was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that severe iridocystitis with almost endophthalmitis observed during post-operative examination. Doctor also reported hypopyon in patient. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.